Event description:
Had mentor implants smooth moderate profile implanted. Immediately went into menopause, suffered from severe chronic breast pain, debilitation joint pain testing several times negative for ra, frequent migraines, fatigue and weight gain not being able to lose with diet. Explanted on (B)(6) and lost 15 lbs in 6 weeks, not one migraine and no more joint pains. Breast pain is also gone.